Event description:
It was reported that the trained physician attempted arteriotomy closure using the perclose device. The black catheter at the shaft separated into 2 pieces inside the pt, and the distal separated piece was lost inside the anatomy. The separated piece was successfully snared and removed from the pt using a 8 fr catheter. Hemostasis was obtained with manual compression and pt is reported as doing fine. No further info available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.